Event description:
During routine testing of the device, the user reported the heater/cooler leaked water from the output connection, between the plastic hose and the nylon barb fitting. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.